Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380 mg/dl. Bg was addressed by drinking water and attempted to deliver insulin via the pump. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.